Event description:
It was reported that an asymptomatic patient presented via merlin.net showing nsrvo due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The patient is scheduled for reprogramming of device. Patient will be monitored normally.

Event description:
New information received indicates a re-occurrence of non sustained right ventricular oversensing due to post paced t-wave oversensing. Further programming changes were recommended but were to be made at a later date. The patient had no symptoms and was doing fine.